Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported the valve was explanted due to thrombus. Additional information has been requested.